Event description:
It was reported that magic 3 catheter had watery lubricant coating, was difficult to burst water sachets that seemed to be small and/or misshaped and had thin packaging that caused tear before getting the package to open. Also stated that catheter was squeezed into the box, and it had bending catheters that was making insertion or removal painful. And the catheter had thickened lubricant that globed up before the catheter fell yet being dry while removing. Also, customer stated that one batch of the catheter was dry and while removing the lubricant fell off and felt like it scratched the inside of patient's urethra. Customer went to physician and was diagnosed with prostatitis and had been on antibiotics for the last couple of months after this event. Also, customer noted that some batches from same lot was very different and had some issue relating to a mixture of package defect. Several catheters were used from the mentioned lots and customer stopped using due to pain by bent catheters and small misshaped water packets. Per customer via phone on 09jul2021, customer stated that the issues were going on for a month and unsure of which lot was affected. Since the lubricant was too watery, it caused irritation when trying to insert. Some catheters were able to be inserted but most were not. Customer had suffered prostatitis and was on doxycycline antibiotics from may until just recent days of july. Also stated that each box had been unusable by the customer and the replacements were sent had issues as well and had just received replacements (with lot # jufn) which were working a lot better. Per additional information received via mail on 26aug2021, customer was affected by magic3 catheters causing urethral tissue trauma and felt these issues stem from a quality compliance problem within manufacturing and, as they continue, had increasingly caused pain and possibly sepsis from their use of defective product. Per follow up on 02sep2021, customer had issues with total of four catheters. Two catheters had sharp edges and two had watery lubricant. Also stated that there was also no uniformity to the shape of the catheters. They had problems recently with lots jufp2681 and jufn1619. Customer were not certain which lot caused sepsis and was given antibiotics.

Manufacturer narrative:
The reported event was unconfirmed and the product met specifications. Visual inspection noted 1 opened magic 3 intermittent catheters were received. Visual evaluation noted no bends, flash, bumps, or sharp points on the catheter. No obvious defects were noted. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event was unconfirmed a labeling review was not required. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The reported event was unconfirmed - product met specifications. Visual inspection noted 1 opened magic 3 intermittent catheters were received. Visual evaluation noted no bends, flash, bumps, or sharp points on the catheter. No obvious defects were noted. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was inspected.

Event description:
It was reported that magic 3 catheter had watery lubricant coating, was difficult to burst water sachets that seemed to be small and/or misshaped and had thin packaging that caused tear before getting the package to open. Also stated that catheter was squeezed into the box, and it had bending catheters that was making insertion or removal painful. And the catheter had thickened lubricant that globed up before the catheter fell yet being dry while removing. Also, customer stated that one batch of the catheter was dry and while removing the lubricant fell off and felt like it scratched the inside of patient's urethra. Customer went to physician and was diagnosed with prostatitis and had been on antibiotics for the last couple of months after this event. Also, customer noted that some batches from same lot was very different and had some issue relating to a mixture of package defect. Several catheters were used from the mentioned lots and customer stopped using due to pain by bent catheters and small misshaped water packets. Per customer via phone on 09jul2021, customer stated that the issues were going on for a month and unsure of which lot was affected. Since the lubricant was too watery, it caused irritation when trying to insert. Some catheters were able to be inserted but most were not. Customer had suffered prostatitis and was on doxycycline antibiotics from may until just recent days of july. Also stated that each box had been unusable by the customer and the replacements were sent had issues as well and had just received replacements (with lot # jufn) which were working a lot better. Per additional information received via mail on 26aug2021, customer was affected by magic3 catheters causing urethral tissue trauma and felt these issues stem from a quality compliance problem within manufacturing and, as they continue, had increasingly caused pain and possibly sepsis from their use of defective product. Per follow up on 02sep2021, customer had issues with total of four catheters. Two catheters had sharp edges and two had watery lubricant. Also stated that there was also no uniformity to the shape of the catheters. They had problems recently with lots jufp2681 and jufn1619. Customer were not certain which lot caused sepsis and was given antibiotics. Per follow up via phone on 01nov2021, customer stated that last week they had issue with another lot which caused them to have bleeding with use. Patient felt like it scratched the urethra and added that the lubrication was very minimal. Customer stated that it cut their urethra in which experienced blood and blood clots after using this lot. Customer used some old antibiotics that were previously prescribed by their doctor but did not seek medical attention this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that magic 3 catheter had watery lubricant coating, was difficult to burst water sachets that seemed to be small and/or misshaped and had thin packaging that caused tear before getting the package to open. Also stated that catheter was squeezed into the box, and it had bending catheters that was making insertion or removal painful. And the catheter had thickened lubricant that globed up before the catheter fell yet being dry while removing. Also, customer stated that one batch of the catheter was dry and while removing the lubricant fell off and felt like it scratched the inside of patient's urethra. Customer went to physician and was diagnosed with prostatitis and had been on antibiotics for the last couple of months after this event. Also, customer noted that some batches from same lot was very different and had some issue relating to a mixture of package defect. Several catheters were used from the mentioned lots and customer stopped using due to pain by bent catheters and small misshaped water packets. Per customer via phone on (B)(6) 2021, customer stated that the issues were going on for a month and unsure of which lot was affected. Since the lubricant was too watery, it caused irritation when trying to insert. Some catheters were able to be inserted but most were not. Customer had suffered prostatitis and was on doxycycline antibiotics from may until just recent days of july. Also stated that each box had been unusable by the customer and the replacements were sent had issues as well and had just received replacements (with lot # jufn) which were working a lot better.